Manufacturer narrative:
The patties was not returned for evaluation; therefore, an evaluation of the device could not be performed, and the cause(s) of the difficulty reported by the customer could not be determined. However, lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported frays on surgical patties.product was in contact with the patient; however, no patient injury was reported and the event did not led to surgical delay.